Manufacturer narrative:
Date of event: exact date unknown, event occurred within the last few months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was having stimulation on a non target area due to left lead migration. The patient was successfully reprogrammed, however, underwent a lead replacement procedure. The patient was doing well post-operatively and the explanted lead was not returned.